Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm while delivering a bolus. The customer's blood glucose levels were not impacted. The customer declined to troubleshoot with tandem technical support and indicated that they would clear the alarm and resume insulin.